Manufacturer narrative:
(B)(4). Device alarmed motor error during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarms. No moisture damage on electronic assembly during visual inspection. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm repeatedly. The customer reported moisture was visible on the insulin pump screen. The customer reported that they were able to clear the alarm and able to rewind the insulin pump. Customer reported they are unable to describe the possible damage to the drive support cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.